Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the u.s. Stating that the device needed service. It was found to have a damaged neuro-tip. It was reported that the device was used in surgery but without any patient or user injury, it is unknown if medical intervention occurred. There was no additional information provided.